Event description:
It was reported that during the implant procedure, the patient's blood vessel was abnormal, the lead couldn't be put in place. The surgery was reportedly too long, so the lead was not implanted and the doctor used another lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found; full lead was returned.